Manufacturer narrative:
Stimwave quality has investigated the details regarding a complaint resulting from an infection reported to stimwave on october 6, 2019. Immediately following notification, stimwave quality and the clinical specialist reviewed events preceding the issue. The patient had a permanent procedure performed on (B)(6) 2019, in which one (1) stimq peripheral nerve stimulator (stq4-rcv-a0), and one (1) spare lead (stq4-spr-b0) were implanted at the medial and superior cluneal nerve. The clinical specialist confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication. The patient failed to respond to communication and follow up attempts by the clinical specialist following the implant procedure. Three weeks following the implant procedure (exact date unknown) the patient reportedly picked up something heavy and the implant wound opened up. The patient decided to attend the wound at home and did not report the issue to the implanting clinician or the clinical specialist. The clinical specialist reported the patient did not attend follow up appointments. On (B)(6) 2019, the implanting clinician contacted the clinical specialist to report the patient had been admitted to the hospital due to a suspected infection and pain at the implant wound. The patient had cultures taken at the hospital and the presence of an infection was confirmed. The patient was hospitalized for two (2) days and placed on antibiotics (dose and duration unknown). The implanting clinician decided to explant the devices prophylactically on (B)(6) 2019. The root cause of the issue is not related to the device. The patient was instructed to refrain from strenuous activity that could impact the healing process following the implant procedure. The patient was non-compliant to post-implant instructions which lead to the patient's wound opening and subsequently lead to the reported infection. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Infection is a known adverse event for peripheral nerve stimulation and the stimq pns system and is detailed in stimwave's risk management file as well as applicable instruction for use and patient-facing labeling. Stimwave's global infection rate is <0.5%. The root cause of the complaint is not attributed to device failure, the inability of the device to meet performance or safety specifications, or nonconformance to physical or functional device specifications. The stimwave product was not the source of the issue. The root cause is attributed to patient non-compliance. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the issue is a known adverse event, mitigated as far as possible, and documented in the stimwave risk management file. Stimwave was in constant contact with the clinical specialist from (B)(6) 2019, onward regarding the complaint and the root cause investigation. Stimwave confirmed that the product did not fail to meet performance and safety specifications. The source of the issue is attributed to patient non-compliance. Stimwave has informed all partied that the product was not the source of the issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable as this event required medical intervention by a health care professional to prevent or preclude potential permanent impairment or damage. Stimwave reported this issue to the united states food and drug administration (FDA) on october 31, 2019.

Event description:
Stimwave quality has investigated the details regarding a complaint resulting from an infection reported to stimwave on (B)(6) 2019.